Event description:
Reporter alleged obtaining the results of 570 mg/dl, 360 mg/dl and 200- 299 mg/dl back to back within 10 minutes on the advantage system. Reporter had taken 8 units of novolog about 1.5 hours prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The device caused pain; it was placed such that it caused pain from objects, for example the process of sitting on a chair. It occasionally sent shocks. The effectiveness was downgraded and the device left off at all time. It was removed in 2009. Further info is being requested from the hcp.